Event description:
Abbot labs freestyle libre cgm sensors incorrectly read 20 to 80 pts lower than actual blood glucose readings as determined by two standard pin prick meters. FDA safety report ID # (B)(4).